Event description:
It was reported that this this patient had cardiac arrest, was 'seriously ill' and hospitalized in the intensive care unit. The phy sician elected to turn the rate down to the minimum rate. This patient was reported to be hypotensive. This device system was used to deliver hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).